Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Anticipated but not yet begun.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device, an two suprarenal aortic extensions, and one limb extension, an endoleak from the bifurcated device was identified. Reportedly, a computed tomography scan identified an endoleak apparently above the bifurcated device. The physician elected to implant an additional bifurcated to reline the previously implanted one with good result. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: there might have been inappropriate product placement; the aortic cuff used was incongruent with sizing recommendations. It was likely that the endoleak occurred at index, during the first aortic cuff stent placement. The secondary procedure was substantiated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.